Manufacturer narrative:
Patient identifier - requested, not provided. Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved 6x45 destination, prior to putting in the patient, the clear part of the top of the sheath would not stay tight. They repeatedly tried to engage it, it felt tight. The entire top of the sheath would come off when they tried to test it. The doctor will not use it, unless the top is tight, so they opened a second sheath. There were no other problems. The patient was in stable condition. The procedure outcome was successful. The estimated blood loss was less than 250 cc. There was no patient injury, medical/surgical intervention required. Additional information was received on 15 may 2020. The procedure being performed was an intervention. It was never entered into the patient; the reported issue was discovered during the flush process. It was the cross cut valve, not the hub.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr 45 cm destination sheath was received mated along with the dilator was received for product evaluation. No other accessory components were returned. Visual inspection revealed no anomalies with the sheath and dilator. The luer collar was also observed under microscope to see if any cracks were to be found, none were observed. A functional test was conducted where the luer collar on the valve assembly was attached to the sheath hub, and no resistance was felt. The components remained intact and did not disengage once tightened. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.